Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the power loss alarm detected in history. The customer's blood glucose level was unknown. The customer declined troubleshooting for high blood glucose and power loss alarm. Insulin pump will not be returned for analysis.